Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product packaging was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report d4: device expiration d4: (01)00844868021957(17)240225(10)2019020923(241)xifnt410 g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes.

Manufacturer narrative:
(B)(4). Patient information not provided/unknown. Event date not provided/unknown. Reporter's last name not provided/unknown. Device nor the packaging was returned.

Event description:
It was reported that the implant (xifnt410) was missing from the blister packaging. The procedure was completed with another implant.